Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device was returned for evaluation. The quick coupling device was evaluated and the reported condition that the device did not spin and parts of the device separated was confirmed. An assessment was performed and it was observed that the pins of the device shaft were missing. The reported parts found on the table might have been the pins of the shaft. It was determined that there was no indication for production or design error and that the welding connection between the shaft and the pins is reliable. Nevertheless, it was decided to change the welding process as the current lesser welding procedure suggests the filler to be used for the type of steel which shaft and pins are made of. The assignable root cause of the reported condition was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during a surgical procedure for a femoral sub-trochanteric fracture, with use of a proximal femoral nail antirotation (pfna) long it was observed that when the physician attempted to drill the lateral cortical bone with the drill bit (11 mm) and the quick coupling device, the drill bit device would not spin. It was reported that the physician tried to re-fit the drill bit and the quick coupling device, and this did not work. It was reported that the quick coupling device was replaced with a jacob¿s chuck device which worked fine and the procedure was successfully completed. It was reported that there was no delay in the procedure due to the event. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. It was reported that post surgery, it was found that there was a part detached from some tools on the instrument table. It was not reported if the small parts were from the quick coupling device.